Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while the patient was in clinic and the vad coordinator was downloading system controller log file data, the pump stopped. An issue was suspected with the percutaneous lead (driveline) and the pump was connected to an ungrounded patient cable. There was rescue tape on the driveline, but no obvious fracture. On (B)(6) 2018, technical services performed a distal end percutaneous lead (driveline) replacement. After the replacement, additional pump stoppages occurred. The pump was connected to an ungrounded patient cable and batteries. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported low speed and pump stop events were confirmed via the submitted system controller log file. A specific duration of time for which the low speed and pump stop events occurred cannot be conclusively determined as the system controller was reset to the default manufacturing timestamp. Based on the complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s percutaneous lead (driveline); however, a specific cause for the low speed/pump stop event cannot be conclusively determined through the evaluation of the returned portion of driveline. Approximately 21 inches of the driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, two more pump stops occurred. The patient was then placed on an ungrounded cable and battery power. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.